Manufacturer narrative:
The device will not be returned to the manufacturer. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), hi and 160 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The customer did not have any strips and so, no product will be returned for evaluation.